Event description:
It was reported that during a third molar removal, the pt received a first degree burn on the lower lip and that ointment was applied to the burn. It was also reported that the burn was healing with no signs of infection.